Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door latch sear for no flow was sensed. Replaced corroded rear case, replaced door assy for damaged at top right corner. Replaced corroded bezel assembly the failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 13jun2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to sear damaged/cracked of the sear 8100. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had no flow sensed. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had no flow sensed. No patient involvement.